Event description:
Upon receipt of the device, the service repair technician reported that a new replacement oxygen sensor would not calibrate. There was no patient involvement.

Manufacturer narrative:
The service repair technician brought the unit to manufacturer's specification and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.